Manufacturer narrative:
Other components include: product ID 8709sc lot# n179027009 serial# implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving saline at 0.092 mg/day and saline at 0.129 mg/day via an implantable pump at minimum rate for non-malignant pain. On (B)(6)2017, it was reported that, during a refill, the managing physician withdrew the full amount from the pump. The managing physician determined that there was a possibility of a catheter occlusion. However, both the catheter and pump were replaced on (B)(6) 2017 to ensure that the problem was addressed. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostics/troubleshooting efforts were reported. No symptoms were reported. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". Additional information was received from the hcp via the manufacturer's representative on (B)(6) 2017. It was reported that expected and actual volumes involved in the volume discrepancy were unknown. The clinician involved reported that they withdrew almost the entire reservoir at the refill. It was also reported that there was some visible blockage at the catheter site. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the pump was explanted by a different hcp at a different facility. It was confirmed that the manufacturer's representative was present at the surgery site. No further complications were reported.